Event description:
Received a report from pt's mother indicating her daughter had recently been diagnosed and treated for toxic shock syndrome (tss) and has fully recovered. The reporter indicated when her daughter was diagnosed, she had been using tampons from different mfrs, therefore she reported this event to several unidentified mfrs. Reporter would not advise the date of her daughter's illness and provided very limited info overall.

Manufacturer narrative:
We have requested and await more pt info, and the return of remaining product for evaluation, and date code info for investigation.